Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned and therefore, no evaluation could be performed.

Event description:
It was reported that during a thyroidectomy of a (B)(6) female, the cuff of the emg tube either blocked the patient's main airway at the beginning of the case or the cuff was herniated. Subsequently, the patient was unable to ventilate and produce any endotracheal co2. The patient's intraoperative stats were dropping, so a mask was required to bring the patients stats within norm. The procedure was completed with another emg tube. There was no patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.